Event description:
A report was rec'd that during a routine reprogramming, the pt reported that he was not feeling adequate stimulation on his left side and it was determined that one column of the paddle lead was exhibiting high impedances. An x-ray was taken and confirmed the lead was fractured. The physician will determine the next course of action.